Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The hillrom technician support advised to troubleshoot the brake switch in order to resolve the reported issue. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Manufacturer narrative:
Additional relevant information received from hillrom/baxter technical support indicated that the brake not set alarm was continuously alarming. Based on the audible indication at the bed that the bed is constantly alarming, we have determined that a constant brake not set alarm would not be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. In addition, a review of our post market data indicated that there have been no allegations of serious injury or death caused by a constant brake not set alarm. Therefore, this does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. Hillrom/baxter does not consider this complaint reportable. Based on this information, no further action is required.

Event description:
Hillrom/baxter received a report from a hillrom/baxter technician stating the bed brake not set alarm did not work. Additional complaint investigation indicated the brake not set alarm was continuously alarming. Therefore hillrom/baxter is filing a supplemental report based on this information. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4). .